Manufacturer narrative:
(B)(6). Investigation summary: 5 tubes were returned by the customer in support of this complaint, and several photos were attached, showing gel smearing on the tube walls post centrifugation. The returned tubes were drawn with horse blood, mixed, and stood at room temperature for 30 minutes. They were then centrifuged at 2000g for 10 minutes using an mse mistral 1000 centrifuge, before being examined under magnification, for any signs of gel smearing. 1 of the 5 tubes had slight smears of gel above the barrier on their walls. Investigation conclusion: no qns or other defects relating to the reported defect were identified in the DHR. The complaint is confirmed, based on the testing of the returned tubes, and evaluation of the attached photos. Root cause description: bd was able to duplicate or confirm the customer¿s indicated failure mode from testing the returned samples and with the photos provided. There are a number of potential root causes to gel on the tube wall post centrifugation, not necessarily device related. Examples such as storage/shipping conditions, and processing factors after the tube has been filled with blood, can contribute to this issue. Based on an evaluation of severity and frequency it was determined that no corrective action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for monitoring of current trends.

Event description:
It was reported that the bd vacutainer® sst¿ ii advance plus blood collection tube experienced poor barrier separation. The customer reported, "the separator came out to the blood serum part..¿